Event description:
It was reported that the patient was readmitted for gastrointestinal bleeding (gib) on (B)(6) 2023 with the presentation of black stools and dizziness. The patient had a history of gib due to arteriovenous malformations prior to left ventricular assist device (lvad) implantation. An esophagogastroduodenoscopy (egd) diagnostic was performed. The results did not show a source of bleed and the hemoglobin lab remained at baseline. The patient received 1 unit of packed red blood cells. The patient had a reduced international normalized ratio goal of 1.8-2.2 and their aspirin was stopped. Bleeding resolved and the patient was discharged on 12oct2023. The gib did not reoccur. The patient continued to be monitored as an outpatient on an ongoing basis. Related MFR 2916596-2024-02341 covers a prior admission for gib from 30aug2023 and 12sep2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.